Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observation with the caller and recommended further testing. A boston scientific sales representative was contacted and had no knowledge of the issue. He will follow up with the clinic and provide further details if possible. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. A review of the data shows a gradual rise and measurements have been around 125 ohms over the past three months. The last delivered shock showed a nr message. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a revision procedure was performed and this lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.